Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored signal artifact monitor (sam) events. Technical services (ts) was consulted and reviewed the stored events, noting there was noisy signals, oversensing and high pacing impedances out of range on the right atrial (ra) channel. While ts noted that one sam episode was related to mv signal oversensing, the other was due to nonphysiological noise oversensing. While ts stated this was likely a lead issue, the cause has not yet been confirmed. Ts discussed programming options as well as in person evaluation for lead integrity. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored signal artifact monitor (sam) events. Technical services (ts) was consulted and reviewed the stored events, noting there was noisy signals, oversensing and high pacing impedances out of range on the right atrial (ra) channel. While ts noted that one sam episode was related to mv signal oversensing, the other was due to nonphysiological noise oversensing. While ts stated this was likely a lead issue, the cause has not yet been confirmed. Ts discussed programming options as well as in person evaluation for lead integrity. This ICD remains in service. No adverse patient effects were reported.